Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As received the pipeline flex was shield delivery system was returned within the microcatheter. For further examination, the microcatheter was dissected for removal of the pipeline pushwire and braid. The pipeline braid was found to be fully open with the distal and proximal ends having slight fraying. No other anomalies were observed. Based on the analysis findings and the reported event details, the clinical observation could not be confirmed. We are unable to definitively determine the cause for the reported experienced. However, it is possible that the damaged braid and the patient¿s moderate vessel tortuosity may have contributed to the reported issue. Per our instructions for use (IFU): the user should "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. Note: suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-500-16.

Manufacturer narrative:
The device has not been returned for evaluation. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-500-16. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of an aneurysm located in the left internal carotid artery (ica), the pipeline did not "flair" at the distal end before pulling to distal landing zone. It was reported that no additional steps were taken to open the pipeline. The system was removed and a new pipeline of the same size was deployed using a balloon catheter to ensure full expansion of the device. No patient injury was reported. The aneurysm was saccular and unruptured with max diameter of 8 mm and 6 mm neck. The distal landing zone was 3.2 mm and the proximal was 4.7. The patient had moderate vessel tortuosity.